Manufacturer narrative:
510(k) number: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle was stacked in the sheath and difficult to remove. Dr (B)(6) is a regular user of this device and it is the first time he notices such a problem. Additional information 30-dec-2020: what is meant by the term the 'needle was stacked in the sheath'? It was hard to pull it out. The needle was removed together with the sheath was the needle broken with the sheath or was the needle kinked in the sheath? No and no. Was it on the proximal (handle) side or the distal (patient) end? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k) number: k160229. Device evaluation. 1 unit of lot c1751410 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Clarification was requested as follows; ¿do you mind asking the customer to confirm: what is meant by the term the ¿needle was stacked in the sheath¿? Was the needle broken with the sheath or was the needle kinked in the sheath? Was it on the proximal (handle) side or the distal (patient) end?¿ reply was received as follows; ¿what is meant by the term the 'needle was stacked in the sheath'? It was hard to pull it out. The needle was removed together with the sheath was the needle broken with the sheath or was the needle kinked in the sheath? No and no was it on the proximal (handle) side or the distal (patient) end? No¿ the device related to this occurrence underwent a laboratory evaluation on 22 jan 2021. A slight proximal kink below the sheath extender was observed. The needle was able to advance and retract without issue. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1751410 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1751410. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to be determined but could be attributed to observed needle kinking below the sheath extender potentially due to the endoscope in a flexed or twisted position or due to excessive force on attachment to scope which in turn may have caused the difficulty with removing the needle. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Device was evaluated on the 22-jan-2021: this supplement report is being submitted to update this within section d & h. The investigation was concluded on the 09-feb-2021, investigation conclusions are included within section h.